Event description:
The pt underwent a vaginal hystectomy and sling procedure in 2005. At ten days post operative, the pt developed nausea. Diagnostic tests were performed twelve days later and confirmed ileus with possible intra-abdominal abscess most likely at the vaginal vault. The pt underwent a CT guided drainage of the abscess. Pt was re-hospitalized and IV antibiotics were given. Condition resolved in a week after admission.